Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported feeling dizzy. The patient's medication was adjusted. Subsequently a device check was performed where a low intrinsic r amplitude was seen. The lead also display loss of capture (loc). The lead was determined to have dislodged. The patient was seen for a revision procedure where the lead was repositioned. There were no additional adverse patient effects reported. The lead remains in service.